Event description:
Noted on routine remote transmission significant battery drain over past year. Device is not part of advisory for premature battery drain. Bsc tech support contacted and engineers confirm premature battery drain. Recommends pacemaker be changed within 28 days. Manufacturer response for pacemaker, boston scientific l321 accolade el (per site reporter). Premature battery drain, generator change in 28 days and send pacemaker in for evaluation.